Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek s system: 7.2 inr with a mean of 4.1 inr (survey range 2.26 - 6.0 inr). No adverse event reported. Requested return of suspect system however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
The customer reported that the unit has a power supply problem.